Event description:
Per the customer, the tip of a thoracic pedicle feeler broke off inside the patient and was unable to be removed. The device fractured at the patient's sacroiliac joint during a revision surgery of an iliac bolt that had been previously placed in the patient. Per the clinical specialist observing the case, the thoracic pedicle feeler was positioned directly next to the iliac bolt. While attempting to create a pilot hole for the thoracic pedicle feeler, the iliac bolt was struck, the gear shaft bent and the tip broke off as well as the handle. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, the tip of a thoracic pedicle feeler broke off inside the patient and was unable to be removed. The device fractured at the patient's sacroiliac joint during a revision surgery of an iliac bolt that had been previously placed in the patient. Per the clinical specialist observing the case, the thoracic pedicle feeler was positioned directly next to the iliac bolt. While attempting to create a pilot hole for the thoracic pedicle feeler, the iliac bolt was struck, the gear shaft bent and the tip broke off as well as the handle. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.